Event description:
Note: this report pertains to the second of three reported malfunctions which occurred during the event. Refer to MFR report #3005099803-2008-06738 for details regarding the first device. According to the complainant, during the peg procedure, the guide wire was unable to advance through the gastrostomy tube. The device was replaced with another endovive standard peg kit device. Refer to MFR report #3005099803-2008-06740 for details regarding the third device.

Manufacturer narrative:
The complaint was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. According to the complaint, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.